Event description:
Hill-rom rec'd a report from the account stating the bed brakes are not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The account found the brakes not holding. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account scrapped the bed due to age to resolve the issue. Based on this info, no further action is required.